Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator expired following a storm of ventricular tachycardia (vt) and ventricular fibrillation (vf). A copy of device memory was preserved and submitted for analysis. Review of device data by a boston scientific technical services (ts) consultant found that the rate initially began under the rate cutoff and then entered the vf zone. Per ts, anti-tachycardia pacing may have accelerated the rhythm. The device converted the rhythm and continued to do so for recurring arrhythmias, in both vt and vf zones, until therapy was eventually exhausted. There was no allegation against the device in regard to the patient's passing and no information provided on whether the device was explanted post-mortem.